Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR 1810909-2019-00375.

Event description:
The customer from (B)(6) reported that within 3 minutes, she obtained blood glucose readings of 2.0 mmol/l and 6.3 mmol/l on two separate contour next meters. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8mpeb05a, which gave acceptable performance.